Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with corneal edema five days following photo refractive keratectomy (prk). The patient was not using their steroid drops at all and the bandage contact lens had previously fallen out. The patient reported his eye was a little scratchy. The bandage contact lens was replaced and the patient was instructed on the correct drops and dosage. Additional information received, two days after bandage contact lens replacement the contact fell off again and the edema and epithelium were noted to being improving. Three days later the symptoms resolved and the patient was continuing to recover from prk.

Manufacturer narrative:
A review of the technical service on site history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).